Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specificatins. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the root cause for this event. Our directions for use state: "caution: if resistance is encountered during advancement or withdrawal of the device, do not exert excessive force."

Event description:
It was reported that during a therapeutic stone retrieval procedure that the wire shaft broke proximally to the pt while inside the pt. The entire device was retrieved with no pt complications. The procedure was completed successfully with another device. No further info forthcoming.